Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the surgery as a result of a leak in the aus. The patient was said to be doing fantastic after the procedure. No more information available at the moment. Should additional information become available, it will be provided.